Event description:
It was reported that the surgeon was unable to lock the extraction/ impaction due to the flange, or lack there of.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The investigation determined the likely root cause of the event to be an overload morphology, likely due to the device being subjected to an overload stress. Visual inspection: the event was confirmed. The retaining shoulder on the bottom of the device was fractured and missing. A material analysis has been performed on 24-sep-2014. It concluded "the shuttle component of the device assembly was fractured. Analysis of the fracture surface indicated an overload morphology, likely due to the device being subjected to an overload stress. No material or manufacturing defects were observed on the device features examined". A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon was unable to lock the extraction/ impaction due to the flange, or lack there of.